Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to no sound. The patient was re-implanted with a new cochlear device during the same surgery.

Event description:
Correction: the previous MDR submitted on february 22, 2022. Was filed inadvertently. No device explantation has occurred.